Event description:
Related manufacturer reference number: 2017865-2022-17224. It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead exhibited high capture threshold. During lead revision, the replacement ra lead also exhibited high capture threshold. The old ra lead was capped and replaced on (B)(6) 2022 and the replacement ra lead was not used during procedure. The patient was stable.